Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a gastric sleeve laparoscopy, a device issue occurred when working on stapling of the greater curve. The device was able to fire with initial use, however, for the next two reloads the jaws locked on the tissue and would not open for several minutes. The jaws unclamped from the tissue on their own. The case was completed by using a manual stapler. There was no patient injury.